Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (536 mg/dl) and insulin injections were administered to address high bg. The customer was unsure of the cause; however, suspected that the pump settings needed to be updated. The customer declined tandem technical support (cts) offer to perform a system check. Cts advised the customer to discuss the event with a healthcare provider.